Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared a cartridge alarm (cartridge alarm 1) during pumping. No impact to the customer's blood glucose. The customer loaded a new cartridge successfully to resolve the issue.